Event description:
A customer alleging that the time required to charge had been increasing.customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.